Manufacturer narrative:
(B)(4).

Event description:
The customer received error messages and a questionable high result from coaguchek xs meter serial number (B)(4). At 10 am, the result from the meter was >8.0 inr. At 1:09 pm, the customer repeated testing while working with customer support and the result was 4.8 inr. There was no allegation of an adverse event. The customer stopped taking heparin on (B)(6) 2018 when he was released from the hospital. The hospitalization was due to a skin graft/jaw replacement and was not related to use of the meter. The customer's coumadin dose was increased while in the hospital and he was taking an antibiotic. The therapeutic range was 2.5-3.5 inr. The customer was not anemic, had no antiphospholipid antibodies, no direct thrombin inhibitors, no changes to diet, and no symptoms of bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 297792) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned meter for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.9 inr, customer meter with masterlot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.